Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the inner balloon (bladder) of a folfusor sv (small volume) burst. This was identified when filling the device with sodium chloride 0.9% after adding approximately 70mls of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from december 10, 2019 - december 11, 2019. H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.